Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) is related to (B)(4) which reports about the event which occurred after healing of secondary fracture. This pc reports about the secondary fracture which occurred after the primary surgery. It was reported that on (B)(6) 2021, the patient underwent the primary surgery for the subtrochanteric fracture of femur with the nail in question. The surgery was completed successfully without any surgical delay. After the surgery, the patient had a second bone fracture on (B)(6) 2021. The fracture was around the most distal and medial locking screws of the three distal locking screws. The patient had not fall. The surgeon followed up with conservative therapy and then union was confirmed. Since the patient had been treated for tka prior to the subtrochanteric fracture of femur on (B)(6) 2021, the patient has been followed up under the physician of tka from confirming the union to the third fracture (B)(4). No further information is available. This report is for one (1) tfna fem nail ø10 le 125° l320 timo15. This is report 1 of 1 for complaint (B)(4).